Event description:
It was reported after a coronary angiogram, an angio-seal was deployed to seal the arteriotomy site. A pre-deployment femoral angiogram revealed no evidence of peripheral vascular disease, vessel size greater than four millimeters and puncture above the bifurcation. The pt developed signs of vascular insuffiency (time unk-absent pulse), and underwent surgery. A total occlusion of the artery was noted. The angio-seal device was removed; reportedly, the anchor was in the shape of a "v". The pt was reportedly doing well.